Event description:
Report received of an independent rate change while the pump was in use. The pump was being used on a pt during transport via ambulance from one hosp to another. The device was programmed to deliver an unspecified concentration of nitroglycerin at a rate of 3ml/hr, with a volume to be infused of 500ml. After approx 30 minutes, the pump reportedly "slid down the pole". At this time, the paramedic reported that the pump display read that the pump was delivering at a rate of 495ml/hr and the measured volume left in the container was 222ml. There were no reported audible alarms. The nitroglycerin infusion was then discontinued and the pt was given an unspecified bolus of normal saline. There was no reported adverse pt effect.